Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that the gen11 generator received an generator fault half through the laparoscopic sigmoidectomy with an hp054 handpiece. The power to the generator was cycled and the case was completed with no consequence to the patient. No device will be returned. Patient information was requested but none was available.